Event description:
A 43-year-old obese female was diagnosed with lower left extremity deep vein thrombosis (dvt). A thrombectomy was scheduled with the inari clottriever system. The patient was placed prone for the procedure and access was obtained. 5k of heparin was also administered. The physician alternated performing passes with the clottriever xl catheter (ctxl) and the clottriever bold catheter (CT bold). This removed a significant amount of chronic clot. Imaging was performed through the sheath which revealed procedural clot. The CT bold was reinserted to remove clot, but the clot appeared to have been pushed forward upon the reinsertion. The patient became agitated and complained of shortness of breath. The patient became unresponsive and went into pulseless electrical activity. A code was called, and resuscitation efforts began. 45 minutes of cardiopulmonary resuscitation was performed with the administration of epinephrine, sodium bicarbonate, and lidocaine. The patient then stabilized. A computed tomography angiography was performed later which revealed a small amount of sub-segmental clot remained. The patient was last reported to be alive and responsive.

Manufacturer narrative:
The inari devices were discarded by the user facility and are not available for evaluation. The device identifiers were not provided, the lot history records of all potential lots shipped to the facility were reviewed. There were no discrepancies or unusual findings. There was no report of any device malfunction. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The case was reviewed by inari's chief medical officer, who concluded that the patient's deterioration was the result of inadvertent clot embolism. Distal embolization of blood clots is identified in the device labeling as possible adverse events/complications. Manufacturer reference #: (B)(4).